Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with phrenic nerve stimulation. It was discovered the right ventricular lead had not captured and that the r-wave amplitude had decreased. The physician believed that the lead had possibly perforated the apex. The lead was repositioned on (B)(6) 2019. The patient was recovering.